Event description:
It was reported that prior to use with an unspecified bd intima¿-ii the catherer was defective and appeared "curled". The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, before infusion for the patient, establish an intravenous channel for the indwelling needle for the patient, and use a closed indwelling needle. Before use, check the appearance of the indwelling needle and find that the needle port of the closed indwelling needle is curled. Stop using it immediately after finding the problem, and replace the indwelling needle with a new one for operation, and no harm is caused to the patient.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown, initial reporter phone #: (B)(6). Device manufacture date: unknown. H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.